Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. The battery compartment was cracked below and above the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2018.